Event description:
It was reported that during a bypass procedure, the dr noted that the blood in the oxygenator was getting dark. A blood gas reading was taken and arterial blood tested with po2 of 39. They changed out the monolyth oxygenator with another monolyth oxygenator and the procedure continued without incident. There was no pt injury.